Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6 no product was returned; however, a picture was provided. A visual examination of the provided picture identified that the head was still within the liner; no other information can be obtained from the image. A review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. The reported issue could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that approximately 3 months post implantation of a right total hip arthroplasty, the patient had a fall which resulted in a right sided dislocated hip. Subsequently, the patient was revised and the head and liner were exchanged. No additional information available.

Manufacturer narrative:
(B)(4). G2: foreign: country: australia d10: cat# 802203602 lot# 3153669 femoral head 12/14 taper 36 mm diameter +0 mm neck length product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.